Manufacturer narrative:
The lead was not given to the local area field representative for return. The available information suggests this lead will not be available for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead, implanted with another manufacturer's device, was explanted and replaced. It was reported the lead was wrapped around the device. No adverse patient effects were reported.